Event description:
It was reported about 4-5 weeks ago the patient had radio frequency (rf) ablation and she did not turn her device off. The patient had pain near her spinal cord stimulator (scs) since implant but it was noted it had gotten ¿way worse, felt like someone had stabbed her in the stimulator area¿ since her rf ablation procedure. It was also noted the patient had always had discomfort. The patient never had therapeutic effect and ¿never felt like her device had done her any good since her first surgery.¿ she had prednisone short every 3 months and now every 2 months and they were not helping her. It was noted at night the patient the patient turned the left button down to 3 and the other to 10. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).